Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tugj, implanted: (B)(6) 2015, product type: lead. Product ID 3889-28, lot# va0tugj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient had "red streaks going through her bladder" and was currently being treated for the red streaks. The patient was receiving injections that went into her urethra then into the bladder. The patient mentioned taking antibiotics as well and has to take medicine for 6 weeks. The patient stated it was not cancer. It was indicated that if patient increases stimulation higher than 2.3, it causes terrible pain but if she decreases stimulation lower than 2.3, she won't be able to go to the bathroom. The patient stated she was experiencing dryness between her vulva and it causes pain. The patient thought this was from the "wire"(lead) or the "pulsating"(stimulation). The patient was using a cream for the dryness. The patient stated that she had catheterized after implant and every time she has to catheterize she gets an infection. The patient was not catheterizing presently but was told that her urine did not come all out at last health care provider's (hcp) appointment. The patient was instructed to follow up with hcp regarding medical issues and was also instructed to follow up with manufacturer representative to see if implant could be causing medical issues. It was later reported about 10 days later that patient has a history of interstitial cystitis and was treated with "introvesical rimso 50 ". No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.